Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump gives error messages sometimes when they was changing the battery and changing the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No e/a alarm noted during test.